Event description:
It was reported that during use of the attachment, the burr became stuck inside of the attachment and burr was found broken inside the attachment. It was reported that the patient was hepatitis c positive. It was reported that there was no patient or staff impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m r8-af02-r, serial/lot #: (B)(6); UDI#: (B)(4). H3: product analysis: evaluation could not be performed because the device was infected with hep-c and has been physically scrapped. B3: aware date used as date when tool breakage was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.